Event description:
It was reported that while the clinician was performing a wisdom tooth extraction procedure, the suture needle detached from the suture and fell onto the patient's tongue. The detachment happened when the doctor was repositioning the needle on the driver after passing the needle through the tissue. The patient was under sedation and had a throat pack at the time of the incident. The needle was quickly recovered and from the patient's tongue. No harm came to the patient and there were no adverse effects due to the needle detachment.